Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping as one impedance measurement of 0 ohms was recorded. Boston scientific technical services (ts) discussed that 0 ohms is likely electromagnetic interference (emi) due to the echo that was performed. It was confirmed there were no other out of range measurements and the shock impedance measurements had been stable. No adverse patient effects were reported.